Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material inside the connecting tube, bending section cover adhesive and inside of light guide lens during evaluation; however; the customer returned the device without reprocessing due to the leakage issue which caused the foreign material to remain. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope failed the leak test. There was no report of patient harm associated with the event. The device was returned to olympus and an evaluation at the repair center revealed foreign material inside the connecting tube, bending section cover adhesive and inside of light guide lens. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of "failed the leak test" was confirmed. Leakage was found between up/down and right/left knob insertion tube. The following events were identified and are as follows: (a.) A leak was found at the channel tube, (b.) Distal end insulation inspection failed, (c.) The switch 1 button was cut, (d.) The suction connector label was peeled, (e.) The plastic distal end cover had a dent, (f.) The light guide lens lens was cracked and dirty, (g.) And the bending section cover adhesive was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.